Event description:
Patient was suffering from acute ischemic stroke and showed evidence of occlusion in the left m1 mca. The patient was randomized and enrolled into the (B)(4) to treatment with IV tpa with intervention with the penumbra system. The patient was treated with the separator 3d device under continuous aspiration with the psc054. During the procedure, the patient experienced an embolus to a new territory and a procedural vasospasm. These events were first reported on (B)(4) 2013 but were confirmed by the investigator on (B)(4) 2013 with the embolus having probable relationship to the 3d and penumbra system, and the vasospasm as having unclear/uncertain relationship to the 3d device/penumbra system. No action was taken for the embolus and the event was given remedial therapy for the vasospasm, which was reported as mild.

Manufacturer narrative:
Conclusion: emboli are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This case is related to: 3005168196-2013-00130 and 3005168196-2013-00132. Device not saved for return by site.